Event description:
It was reported that the patient experienced prolonged hyperglycemia after restaurant meals, with glucose remaining elevated for approximately 5¿6 hours despite correction doses, and caregivers expressed burden with carb counting and device removal for swimming while using the ilet. Symptoms included hyperglycemia. Outcomes included no hospitalization, no emergency care, and no alerts or alarms. Investigation included review of the event details and support call with the caregiver to provide education on managing special occasions and meal challenges. Investigation of this case revealed no device malfunction reported and no confirmed device component failure, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.